Manufacturer narrative:
The device was evaluated by stryker technical services during preventative maintenance. A condition of the device overheating was found and then reported. The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device overheated during routine preventative testing by the stryker technical services dept. This did not occur during any surgical or medical procedure. There was no pt involvement and no adverse consequences reported.